Event description:
It was reported that during the scheduled generator change for this patient, the pacemaker system exhibited intermittent loss of capture and high capture threshold measurements on this right ventricular (rv) lead. The generator change was completed successfully without any issues, with the patient been monitored at this time. The pacemaker system in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).